Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an out of focus image. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction, additional information and results of the final investigation. Please see a correction to g4, and updates to d8, g4, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the completed investigation, the reported event was due to damage to the imaging parts. The root cause of the damaged imaging parts could not be definitively determined; however, it is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.